Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly and lost sensor alarm. Customer's blood glucose at time of incident was unknown. Customer stated that she doesn't recall anything being abnormal. The customer was advised to return sensor and we will ship replacement. Customer was advised to monitor site.